Manufacturer narrative:
The pump (B)(4) was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that (B)(4) met all requirements for release. Lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported suspected thrombus. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use implantation of vads is associated with numerous risks including device thrombosis. The instructions for use addresses setting parameters for the power and watt alarms. It further provides guidelines for optimal patient management including recommended therapeutic anticoagulation guidelines to avoid thrombus formation while the system is implanted. The instructions for use addresses setting parameters for the power and watt alarms. It further provides guidelines for optimal patient management including recommended therapeutic anticoagulation guidelines to avoid thrombus formation while the system is implanted. Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported that the patient was in clinic on (B)(6) 2012 and an echocardiogram was performed. It revealed the "av open with each beat, speed 3300, pt complaints of dizziness, possible lvad dysfunction, inr 3.1, pt 31.8". On (B)(6) 2012 coumadin was held, from a previous dosage of 5mg po qd. Patient was admitted on (B)(6) 2012 due to gastrointestinal bleeding. On (B)(6) 2012, free hemoglobin <30. Upon admission, a cardiology note revealed "possible lvad dysfunction, speed inc to 3300 during last hospitalization, av still appears to open w/ each beat". A "CT angiogram chest" with and without contrast was completed on (B)(6) 2012 revealed the "lvad appears intact. No definite thrombus within inflow or outflow cannula is identified, though evaluation of the proximal outflow tract is limited secondary to streak artifact. Cardiomegaly with pulmonary arterial enlargement & diffuse mild lung groundglass opacities likely representing cardiogenic pulmonary edema. Small left pleural effusion. CT - no obstruction of lvad outflow graft. No kinking noted, lvad in good position - per cv surgeon. On (B)(6) 2012 an "lv gram- no flow seen going into vad, done in rao and lao views, consistent with vad thrombosis, plan for or in am"